Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from a instrument channel of the subject device tested positive for unspecified microbes (>50cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor geting ew2, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg. (Oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, instrument channel, the air/water channel and the auxiliary channel of the device. In the evaluation of oekg the following was confirmed, universal cord scratched. Heavy dents. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.